Event description:
The tip of the instrument broke during insertion. Area was irrigated but staff unsure if piece was recovered.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.